Event description:
It was reported that there was a stored episode of inappropriate atrial tachy response (atr) due to far-field oversensing of the rv signal by this right atrial (ra) lead. There was no pacing inhibition observed. It was noted that this oversensing was due to patient's premature ventricular contractions (pvc). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).